Event description:
It was reported that the device failed the flow rate during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing and the battery compartment cracked. There was no evidence of the error recorded in the event history log. The customer reported problem inaccurate delivery was verified. Running three accuracy tests which passed, the pump was found to be over delivering to the product specifications. For corrective action, the expulsor was replaced to meet product specifications for accuracy. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.